Event description:
Rn at bedside removing arterial line from patient. Sutures were removed. When pulling arterial line only a very tiny portion of catheter came out of patient. Md immediatly notifed and at patient bedside. General surgery consulted. Pressure applied. Patient was taken to or this a.m. For exploration and removal of the piece of arterial line catheter. Peripheral pulses and perfusion good.